Event description:
It was reported that there was a base hardware failure. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history review. Visual inspection observed that the device was cracked on lower left front corner of top case and broken right plunger case. Bottom case is cracked by l bracket screws. During the power up process, the reported problem could not be duplicated. However, invalid syringe size was found during syringe testing and failed size reading on both quality control slugs. The root cause of the reported issue was the interconnect board; it was causing the intermittent base hardware failure and the battery communication timeout error. Replaced interconnect board and battery as a preventive measure. Performed power up process and all functional testing which passed. A corrective and preventative action has been opened to address the reported issue. (UDI) is unknown. No product information has been provided to date.